Event description:
It was reported that the piston on the pump did not move after attempting the load process. There was no adverse impact to the customer's blood glucose level. The pump was reset, a cartridge was successfully loaded onto the pump, and insulin delivery was resumed. Customer continued to use the pump for insulin therapy.